Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had an "oil leak". It is known that the device was not being used during surgery; however, it is unk if there were any injuries or medical intervention related to the event. No add'l info available.